Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400-500 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer typically changes the cartridge every 6 days, and reportedly, the current cartridge has been in use for more then 5 days.